Manufacturer narrative:
(B)(4). The implantable neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient experienced a lack of stimulation sensation following an MRI. The implantable neurostimulator had been working before the MRI and the patient "had good therapy." The patient's head was scanned during the MRI. Telemetry was attempted about 5 minutes after the MRI with no success. The ins battery was 3/4 full, all impedances were normal, and the device was turned off prior to the MRI. A manufacturer's representative was unable to communicate with the device or achieve telemetry after the MRI. Telemetry could not be established with a patient programmer, physician programmer, or recharger. A physician mode recharge was attempted but this did not resolve the issue. The device was explanted and replaced. The patient was not injured and recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.